Manufacturer narrative:
This investigation will be updated once additional information is provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. A rise in rv threshold measurement was also observed. An x-ray determined the rv lead was fractured due to a subclavian crush. The rv output was increased and a revision procedure is being planned. For now, the rv lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the rate/sense (rs) lumen with webbing damage noted between all the lumens, as well as a rs conductor coil fracture. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
Additional information provided from the field indicated that surgical intervention was performed and the rv lead was explanted. No additional adverse patient effects were reported.